Event description:
The product was used for a laparoscopy for lysis of adhesions. Pain developed about two weeks post op with leukocytosis, low grade fever, and inflammatory changes on CT scan. The reporting surgeon reoperated and performed lysis of adhesions in 2003. Pain initially improved, but the pt is hospitalized for continued pain and diarrhea. Add'l info provided noted the reporting surgeon performed a laparoscopy with lysis of adhesions on a pt with chronic pelvic pain. At the conclusion of the procedure they instilled 300 ml of gynecare intergel. On post-operative day 10, the pt developed severe pain. They had a low-grade fever. They had a repeat laparoscopy that showed inflammatory adhesions, hyperemia of the peritoneum and edema of the serosa of the bowel. Add'l info provided reported another surgeon had been called in for consultation on the pt. The pt's pain had continued after the second procedure and has intensified over the past three weeks. They have asked for another laparoscopy. The consulting surgeon will attempt to treat the pt's pain and to observe pt for a period of time. Additionally, it was reported by the reporting surgeon that the pt's post-operative pain began "17 days post-op - presented to e.r.," and the pt was placed on antibiotics (claforan) after pt developed the fever. Findings on reoperation included "new adhesions of bowel to sidewalls of pelvis & cul de sac not present with previous surgery." It was noted by the reporting surgeon that: "fluid had absorbed - (intergel)." "Multiple admissions for pain." "Still with pain - hopefully resolving - re-op. "Pt difficult to assess as they have always had pelvic pain with some possible narcotic dependence."